Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was not showing correct measurements. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump screen was not showing the correct numbers. The insulin showed 100unit but status showed was displayed as 50unit on the monitor. The insulin pump will be repaired and replace.